Event description:
It was reported that the customer was hospitalized multiple times due to unexplained high blood glucose and dka. Customer's blood glucose readings at the time of hospitalizations were from 290 mg/dl to over 600 mg/dl. Caller stated that the customer's insulin pump was not working correctly and his endocrinologist told him to stop using the insulin pump. Troubleshooting was performed, and the insulin pump failed the high-pressure test twice. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.